Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was in the 300's (mg/dl). Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.